Event description:
It was reported the device reached recommended replacement time (rrt) in less than two years and the device longevity was less thanexpected. Also, the left ventricular (lv) lead threshold was very high and needed to have a programmed value of 5-6 volts at 1.5 milliseconds. The device was explanted and replaced and the lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).